Event description:
Medtronic received information that one day post implant of this transcatheter bioprosthetic valve there was a retroperitoneal bleed and a pneumothorax. The bleed was surgically repaired, and chest tubes were also placed. Three days post implant a permanent pacemaker was placed due to first degree atrio-ventricular (av) block and left bundle branch block (lbbb). The patient was monitored and no further symptoms were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Manufacturer narrative:
Additional information was received that over 4 months post-implant, the patient continued to report shortness of breath. A transesophageal echocardiogram (tee) and right heart catheterization revealed moderate to severe central aortic regurgitation. Six months post-implant ((B)(6) 2014), a transcatheter bioprosthetic valve was implanted valve-in-valve, resolving the moderate to severe central regurgitation. No adverse patient effects were reported. (B)(4) .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. The delivery catheter system (dcs) was discarded by the customer. Conclusion: per the instructions for use (IFU), conduction disturbances are a potential procedural complication and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances and certain medications (i.e. Beta blockers, calcium channel blockers). In this case, the exact cause of the reported clinical observation cannot be confirmed. Per corevalve IFU m333396c001, access site complications (e.g., pain, bleeding, hematoma) are identified as potential adverse events. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.